Event description:
The patient contacted animas on (B)(6) 2014 reporting that they had a blood glucose (bg) of 647mg/dl. The 911 protocol was initiated. The patient was treated with insulin via injection, IV fluids and an insertion site change. Customer support (cs) reviewed the pump and all settings were correct. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box data, prime history, suspend history are overwritten for the event (B)(4) 2014. The pump successfully completed 24hr duration testing. A delivery accuracy test was successfully completed; pump was found to be operating within required range and delivering accurately. Investigators were unable to duplicate the complaint, the pump information needed for the complaint date has been overwritten.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.